Event description:
The user received questionable ise results for five patient samples. Of the data provided, the results for four samples were discrepant. All results are in mmol/l. On (B) (6) 2010, sample 1 initial sodium result was 113 with a data flag, repeat results on (B) (6) 2010 were 136 and 137, initial potassium result was 3.6, repeat results were 4.6 and 4.5. On 4/1/10, sample 2 initial sodium result was 124, repeat result was 131. On (B) (6) 2010, sample 3 initial sodium result was 124, repeat result was 135. On (B) (6) 2010, sample 4 initial sodium result was 127, repeat result was 138. The initial results were reported. The user stated the patients were not treated because the doctor called and questioned the results. The lot number of the sodium and potassium electrodes were not provided. The field service representative determined there was contamination in the dilution baths on both ise modules. He cleaned the dilution baths on each ise mixing vessel. To verify the analyzer operation, he performed ise checks which passed and the user ran precision testing which met the lab's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.